Manufacturer narrative:
(B)(4). The 14b028 was manufactured february 14, 2014 ¿ february 15, 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor¿s ¿end had come adrift from the lead.¿ this malfunction resulted in the device leaking solution containing cefoxitin inside of the overpouch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection the device was noted to have leaked. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.